Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose(bg) of 399 mg/dl nausea, headache , thirst, and symptoms of dehydration. During troubleshooting, customer support found that the basal/temp basal settings had been incorrectly programmed and attributed the bg excursion to training/misuse. This complaint is being reported because the patient experienced hyperglycemia related to the use error of incorrectly programming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the pump was incorrectly programmed.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.